Manufacturer narrative:
(B)(4). According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant of this device, follow up revealed the when the atrial channel was paced, a widened qrs complex was visible. When the right ventricular channel was paced, a small p wave deflection was visible. It was thought the leads were reversed in the header. There was no asystole as a result of this issue, however there was some pacing spikes that did not appear to occur in the usual place. A revision procedure was performed. It was determined the atrial lead had dislodged to the right ventricle. Visual observation revealed both leads had been placed in the header appropriately. The following day, satisfactory pacing measurements were obtained.